Event description:
A healthcare facility in rhode island reported via a fisher & paykel healthcare (f&p) field representative that the probe of the bubble CPAP generator was slipping out of position. The bubble CPAP generator is part of the bc161-10, bubble CPAP system kit (subject device). There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date details are not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in rhode island reported via a fisher & paykel healthcare (f&p) field representative that the probe of the bubble CPAP generator was slipping out of position. The bubble CPAP generator is part of the bc161-10, bubble CPAP system kit (subject device). There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: lot number, UDI details are not provided. Section h4: manufacturing date details are not provided. Method: the subject device, bc161-10 bubble CPAP system kit was not returned to fisher & paykel healthcare (f&p) new zealand for investigation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility has reported that the CPAP probe of the bubble CPAP generator was slipping out of position and there was no reported patient consequence. Conclusion: without the subject device being returned for investigation, we are unable to confirm and determine the cause of the reported event. The bubble CPAP generator includes a mechanism for adjusting the depth of the gas exit to allow CPAP from 3 to 10 cmh2o to be delivered to the patient. The adjustment mechanism is comprised of the bubble CPAP probe and bubble CPAP generator lid. The CPAP probe is designed to be adjustable, with the maximum pressure setting capped at 10 cmh2o - the upper limit of the f&p bubble CPAP generator. A physical stop prevents the pressure from exceeding this threshold. This means that the pressure received by the patient remains within a therapeutic range used to treat neonates and infants with CPAP therapy. The user instructions that accompany the subject device illustrate in pictorial format the correct set-up and proper use of the bubble CPAP system kit. The user instructions also state the following: "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." "Do not use if product or packaging is damaged." "Do not reuse any part of the bc151or bc161. It is manufactured for single patient use only." This product is intended to be used for a maximum of 7 days.